Event description:
The customer reported that two samples (a rh(d) neg. And o rh(d) pos.) Yielded false negative reactions when tested with erytype s abd confirmation on tango optimo. One sample showed a false negative reaction with the anti-a and the other one with the anti-d reagent on one strip of erytype s abd confirmation in tango optimo. When the customer repeated the testing, the sample yielded a correct positive reaction. The customer returned one single strip of erytype s abd confirmation, but none of the samples that had caused a false negative test result. This strip was tested with a sample of bloodgroup ab rh(d) positive. The sample correctly reacted positively. Quality control's retained sample of the supposedly defective product was also tested ,with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd confirmation functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was thoroughly inspected by field service incl. Real time observation of pipetting sequences. A quality control run according to the customer's definition as well as 10 samples that were tested by our field service. More samples were tested by lab employees and all results were as expected. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.